Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act and escape buttons were unresponsive. The customer stated that the device was recently exposed to water. Blood glucose level at the time of the incident was 90mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics and motor assembly. No audio/beep anomaly noted. Unable to confirm keypad anomaly and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.